Manufacturer narrative:
(B)(4)

Event description:
Resistance encountered while the coil was being advanced through the microcatheter to the target lesion resulted in the coil stretched and protruded into the parent vessel. A stent was deployed to secure the coil against the aneurysm wall. There was no clinical consequence to the patient.

Manufacturer narrative:
The device remained implanted.

Event description:
The coil stretched and protruded into the parent vessel while being repositioned into the aneurysm. A stent was deployed to secure the coil against the aneurysm wall. There was no clinical consequence to the patient. No further details were provided.

Event description:
Resistance encountered while the coil was being advanced through the microcatheter to the target lesion resulted in the coil stretched and protruded into the parent vessel. A stent was deployed to secure the coil against the aneurysm wall. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted and was not available for analysis. From the information provided an incompatible non-stryker microcatheter with internal diameter 0.017in was used for the procedure. The directions for use (dfu) state: ¿for gdc-18 360° coils compatible catheters are: ¿ excelsior 1018, 2 tip marker microcatheter (minimum inner diameter 0.0185¿ min); ¿ fastracker-18, 2 tip marker microcatheter (minimum inner diameter 0.021" min). ¿ caution: the gdc-18 360° detachable coil is designed to be delivered through a 2-tip infusion catheter. The compatibility of the gdc detachable coil system with other catheters and with other coil delivery devices has not been established.¿ it is most likely that the usage of the incompatible microcatheter contributed to resistance encountered in advancing the coil through the microcatheter. This resulted in the coil stretched and protruded into the parent vessel. Therefore, a root cause of dfu instruction not followed has been assigned to this complaint.